Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap and lateral preop films showing severe degenerative disc disease with flattening of the lumbar lordosis and near bone on bone of disc spaces. Postop films show complex construct with pedicle screws from t12 to s1. Interbody spacers are present at l3 and l4. Failure of construct/bone interface is seen at the thoracolumbar level with recreation of kyphosis. This is a danger in constructs stopping at the thoracolumbar junction particularly in osteoporotic female patients. Revision films show extension to t11 and inclusion of interbody support at l5. Failure at the thoracolumbar junction is still a risk with fixation stopping at t11 with osteoporosis.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that 3 screws migrated/were loose and the patient had pseudoarthrosis at t12/l1 and l5/s1. Patient underwent a revision procedure.